Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review is required since there is no reported lot number. No ship history report review is required since upn and customer account is unknown. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with smartports, contains the following statements: potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Catheter disconnection or migration catheter embolization catheter fragmentation migration right arterial puncture precautions to avert device damage and/or patient injury during catheter placement: avoid accidental device contact with sharp instrument and mechanical damage to the catheter. Material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). Carefully follow the connection technique given in these instructions to insure proper catheter connection and to avoid catheter damage. Assure tight connection between port chamber and catheter. Implantation of attachable catheter: trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. Secure port body to underlying fascia using non-absorbable sutures and a minimum of three suture sites. Care should be exercised so that incision does not cross septum of port after closure. Warnings: maximum pressure recommended for power injection of contrast media with the smart port CT implantable ports is 300 psi and a maximum flow rate of 5ml/sec. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
Received user medwatch from FDA january 13 2020, reference mw5091555. No identifying account information was provided on the form. Fractured central venous (ij) port-a-catheter. Tip dislodged and difficult to extract. It was reported the defective disposable device is not available for return to the manufacturer.